Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the delivery rod of 7 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was found that the inner package was in a non-sterile state after the package was removed during the operation. There was no reported patient injury. After it had been received, and stored in the lab, prior to using, the device seal was noted to be opened. The product was not purposely opened in anticipation of use, and when not used was re-shelved. The product was stored according to the instruction for use (IFU). The device will be returned for evaluation. Photograph was provided and available for review.

Manufacturer narrative:
The delivery rod of a precise pro 7mm x 40mm rapid exchange (rx) self-expanding stent (ses) delivery system was found that the inner package was in a non-sterile state after the package was removed during the operation. After it had been received, and stored in the lab, prior to using, the device seal was noted to be opened. The product was not purposely opened in anticipation of use, and when not used was re-shelved. The product was stored according to the instruction for use (IFU). There was no reported patient injury. The device was returned for analysis. One sterile precise pro rx 7x40 stent delivery system was received for analysis inside a plastic bag. The original device¿s outer box was not returned. Per visual analysis, the sterile unit was received inside its original pouch. Pouch was observed completely sealed. Pouch¿s seal was observed intact; seal was observed neither opened nor damaged. Dirt was observed on one corner of the pouch. No other anomalies were observed. A product history record (phr) review of lot 17931761 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - compromised sterility¿ was not confirmed since the pouch¿s seal was observed intact; seal was observed neither opened nor damaged. Also, dirt was observed on one corner of the pouch. Storage, transportation and/or handling factors might have contributed to the dirt observed on the unit. Nevertheless, the cause of the observed dirt on the pouch could not be conclusively determined. Per the instructions for use (IFU) ¿do not use if the pouch is opened or damaged.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.